Event description:
It was reported that an acticon accessory kit was used at a procedure that was performed due to fluid loss and recurring incontinence. It is unk if any device components were removed or replaced at this surgery. Attempts to obtain info regarding what occurred at the procedure were unsuccessful.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.